Event description:
A customer reported receiving an error 4 on their freestyle flash blood glucose monitor. Upon receipt of returned product, it was discovered that unit of measurement could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customer and retailers have been informed through the fa16may2006 letter.